Manufacturer narrative:
The reported problem was resolved through troubleshooting by the reporter with the assistance of olympus technical support via the phone. Upon disconnecting and reconnecting the equipment communication cables, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" scope communication error occurred when connecting an olympus, model series 190 scope to the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during equipment checks. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a connection failure. Olympus will continue to monitor field performance for this device.